Event description:
The day after a routine mammogram, there was swelling in right breast. Surgeon suspected ruptured capsule, surgery on (B)(6) 2014; implant was removed. Fluid was suspicious and testing indicated lymphoma. Another surgery on (B)(6) 2014 to secure more tissue for testing - left implant was also removed at that time. Report confirmed anaplastic large cell lymphoma in the right breast. History: 1990 - lumpectomy after diagnosis of lobular cancer in situ in right breast; 1991 - bilateral mastectomies and reconstruction with silicone implants; (B)(6) 2004 - ruptured capsule in left breast - implant removed and replaced. Cellulitis developed in left breast. Right implant removed and replaced in (B)(6) 2005 after cellulitis was treated. There was a hot spot on the left side that appeared to be a stray lymph node. It stayed the same for about 2 years, then appeared smaller and finally disappeared. Oncologist attempted a biopsy of the "spot" but it was unsuccessful because of the location - they were unable to get enough tissue for a diagnosis. No chemo or radiation. My case may have been submitted by FDA by my surgeon, dr. (B)(6), (B)(6). Oncologist is dr. (B)(6), (B)(6).